Event description:
It was reported that during the procedure, the subject device had poor image quality with lines on the screen and it blinks on and off when plugged in. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test near cable boot. Based on the results of the investigation, it is likely the following led to the malfunction: lines on the screen and blinks on and off when plugged in" due to faulty ccd unit. The most probable cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the procedure, the subject device had poor image quality with lines on the screen and it blinks on and off when plugged in. There were no reports of patient harm.